Event description:
It was reported that during a gyn procedure, the handpiece stopped activating. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Date sent: 08/08/2008. Evaluation summary: the hand piece was returned in good physical condition. The hand piece was tested and was found to function properly. However, the hand piece was disassembled and a torn acoustic isolator was found. Due to this condition, it may occur to have activation issues with the hand piece. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.